Event description:
"Pt with two peripheral ivs, both anti-cubital with 0.9 normal saline at 1000cc/hr. Pt commented "my IV is leaking." Found IV extension tubing had been pulled apart above the access port tubing clamped and extension tubing replaced. Someone commented that the same thing happened the previous evening on the same pt." Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not identified by list number or lot number; therefore, unable to further investigate.